Event description:
In the morning hours, ventilator was autocycling at rate of 70 - 80 with vt about 25. Ordered rate was 50. Patient's o2 saturations were in upper 90's. Therapist arrived about 07:55 to troubleshoot ventilator with another therapist. Problem not resolved and patient was ultimately hand ventilated. Heart rate dropped from 60's into the 40's to 50's and o2 saturations into the 80's. Patient ultimately expired after unsuccessful resuscitation.biomed is checking into this.